Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or around (B)(6) 2009 with the intention of treating her for urinary incontinence. It was alleged that the plaintiff had severe issues with urination , suffered pain and cramping, had numerous infections, disability, depression, and cannot engage in sexual relations. It was additionally alleged the plaintiff experienced significant physical, psychological, emotional and chronic pain and suffering, sustained permanent and debilitating injuries as well as has undergone various procedures, surgeries, and hospitalizations in attempt to repair and remove the mesh.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.